Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 06-sep-2025, the user reported fluctuating blood glucose (bg) levels and requested a factory reset of the ilet device. After review, the user qualified for the reset due to a time-in-range below 54 mg/dl bg. The user experienced a low bg of 43 mg/dl in the morning after meal stacking, treated with three glucose tablets, and later a high of 386 mg/dl. The user completed the factory reset and replaced all supplies, which appeared normal. The user¿s bg was 228 mg/dl and trending down at the end of the call. The lowest blood glucose (bg) recorded was 43 mg/dl, and the highest was 386 mg/dl which was corrected by glucose tablets for the low bg and allowing ilet insulin correction for the high bg as intended. The user's reported symptoms were feeling low, tingly, thirsty and dry mouth. No medical intervention was reported at the time of call.